Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the surgeon didn't approve for return; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Foreign: (B)(6). Concomitant medical products: cat#65620005820; shell porous with holes 58 mm o.d. With calcicoat ceramic coating lot# 62363699. Cat# 00625006520; bone scr 6.5x20 self-tap lot# 62860041. Cat# 00625006530; bone scr 6.5x30 self-tap lot# 62759988. Unknown competitor stem and head.

Event description:
It was reported that the patient underwent an initial hip replacement. Subsequently, the patient was revised approximately 7 years later due to liner wear and pain. The liner and competitor head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6 visual examination of the provided pictures identified the liner has some wear marks around the rim and the liner has yellowed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.